Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. The helix will not extend due to the distorted distal coil in the connector. This is caused from over-turning. There was blood/body fluid on the distal conductor and blood in/on helix mechanism.

Event description:
It was reported, during the implant procedure, the helix could not be extended once the lead was positioned at the right ventricle. Consequently, this lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this event.